Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging he obtained inaccurate results when testing with his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on (B)(6) 2015 when he reportedly obtained readings of 77, 94 and 97mg/dl using the subject meter, and the tests were reportedly performed more than 20 minutes apart. Comparison of measurements performed more than 20 minutes apart is an invalid comparison. The patient stated that he manages his diabetes using a combination of medications (specifically humalog 20 units, 60 units of humulin in the morning and insulin in the evening and at 12 take 20 units) and reportedly increased his food and/or drink consumption in response to the alleged issue. The patient stated that he experienced symptoms of sweating, confusion and clammy approximately 2 days after the alleged meter issue began, and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2015 at approximately 3am. The cca noted that at the time of the inaccuracy the unit of measure was set correctly and that an approved sample site had been used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.